Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes (B)(4) service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device was returned for service. During service, technician found rpm below specification due to normal wear. The device functioning was somewhat too noisy and did not had enough torque, it was noticed an old hose version and a w2 coupling worn off. Maintenance and inspection was performed and motor and w2 coupling renewed also hose replaced.

Event description:
It was reported that the device was unstable when the drill was running, and the sleeve and lock lever were defective. (B)(4).